Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent of the device was not returned for analysis. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. The bumper tip of the device showed no signs of damage. A visual examination of the balloon revealed that the balloon had been subjected to positive pressure and deflated prior to return. A solidified substance, possibly contrast medium or saline was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was pre-dilated with a 3.0mm x 15mm emerge balloon catheter at 14 atmospheres for 46 seconds. A 4.00mm x 20mm promus premier stent was selected and advanced but became stuck on some calcium. When the device was pulled back, the stent came off from the balloon. The stent was retrieved using a 4 mm micro snare and a 15 mm goose neck snare. Everything was removed from the patient's body. The procedure was completed with a non-bsc stent. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was pre-dilated with a 3.0mm x 15mm emerge¿ balloon catheter at 14 atmospheres for 46 seconds. A 4.00mm x 20mm promus premier¿ stent was selected and advanced but became stuck on some calcium. When the device was pulled back, the stent came off from the balloon. The stent was retrieved using a 4 mm micro snare and a 15 mm goose neck snare. Everything was removed from the patient¿s body. The procedure was completed with a non-bsc stent. No further patient complications were reported and the patient's status was fine.